Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) began to stretch approximately 105.0 cm and was fractured approximately 119.0 cm from the hub. The material at the fracture location showed evidence of deformation and stretching before fracture. In addition, the inner support coils were unwound. The ace68 was fractured and therefore, could not be functionally tested. Conclusions: evaluation of the returned device revealed that the ace68 was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The sheath (unknown manufacturer) referred to in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 hi-flow kit (kit). During the procedure, the penumbra system ace 68 reperfusion catheter (ace68) became unraveled inside the sheath. Therefore, the ace68 was removed and the procedure was successfully completed using a new ace68 and the same sheath. There was no report of an adverse effect to the patient.